Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during an unknown procedure, the firing knob of the device was damaged. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient.